Event description:
Additional information was received that the nurse was the one who initially reported the infection that occurred in 2007. It was noted the manufacturing representative was not aware of the infection until the date of the new implant, which was (B)(6) 2014. At this time, there were still multiple devices active in the patient's registration. It was reported the pump was delivering lioresal. The concentration, dose and lot number were unknown. Other medications the patient was taking at the time of the event was unknown. The patient's pertinent medical history was unknown. It was unknown if the patient experienced any other symptoms related to the infection. It was noted the patient was cultured and tested positive for pseudomonas. It was unknown if any other diagnostics were performed.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2007, product type: catheter.

Event description:
Information was received from a manufacturing representative regarding a patient who was receiving an unknown drug via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported the patient's pump and catheter were explanted secondary to pump/catheter infection on (B)(6) 2007.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.